Event description:
It was reported that a spectrum pump was unable to run secondary infusions over 250ml/hr without competing flow from primary bag. When a secondary bag is run as a primary infusion, up to a quarter of the secondary infusion medication would remain in the tubing causing an under-infusion of medication. The medication that was under-infusing was offirmev which was a commonly administered medication that needs a rate of infusion of 400ml/hr. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5105715 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.